Event description:
High thresholds, high impedance. Lead manufactured by boston scientific. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).